Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the netherlands. The same patient was involved as in complaint ot (B)(4)((B)(4)). Customer stated that the delta p pressure rapidly raised on hls module. Within 40 minutes from 10 mmhg --> 40 mmhg --> 100mmhg. Customer decided to change out the hls set during the treatment with no consequences for the patient. The getinge sales and service unit informed on 2021-06-15 that the patient expired on 2021-03-17 in relation to illness severity, not related to the used hls set. The death of the patient was reported to dutch authority in complaint (B)(4) ((B)(4)). The affected hls set was investigated in the getinge laboratory on 2021-05-21 and no abnormalities on the hls module were detected, the sensor system of the product was also functional. The reported failure could not be confirmed. For further investigation patient data was collected and a medical review was performed by getinge medical affairs specialist on 2021-06-24: based on the available information the event observed by the customer was not caused by either a defect in the product or the product itself. The product investigation could not reproduce the observation cited by the customer. The most probable root cause of the expiration of the patient likely arose from the poor clinical constitution of the patient in addition to possibly unmentioned comorbidities. According to the details provided by the customer, it was noticed that the aptt (partial thromboplastin time) during support was lower than recommended for ECMO (i.e. 60-80 seconds). The aptt on the day of the reported event was 23 and, several days later, was 53. This may be reflective of insufficient anticoagulation. The d-dimers markers are indicative of existing clot (i.e. > 0.50). On the day of the reported event, the d-dimers where a shade above normal, in the following days were significantly higher (~ 3 to 10x) than the recommended value of below 0.50. A low aptt may have contributed to the formation of clots. Based on this evaluation results a malfunction of the hls set could be excluded. The most probable root cause for the reported failure "delta p increased" could be determined as: - the poor clinical constitution of the patient; - insufficient anticoagulation. Device history record (DHR) review was performed on 2021-03-19 and there were no references found, which are indicating a nonconformance of the product in question. Following tests were performed on the hls module: - pressure test heat exchanger; - leak test water/gas side; - pressure test blood side ; - final functional test. According to the final test results, all hls modules passed the tests as per specifications. Production related influences are unlikely. Based on the investigation results the reported failure "delta p increased" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the (B)(6). Customer stated that the delta p pressure rapidly raised on hls module. Within 40 minutes from 10 mmhg --> 40 mmhg --> 100mmhg. Customer decided to change out the hls set during the treatment with no consequences to the patient. Complaint ID: (B)(4).